Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 23-may-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of fatigue ("fatigue") in a female patient who had essure inserted (lot no. 13838777 e) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced fatigue (seriousness criterion medically important), arthromyalgia ("joint and muscle pains"), neck pain ("pains in the neck, shoulders and arms"), shoulder pain ("pains in the neck, shoulders and arms"), pain in extremity ("pains in the neck, shoulders and arms / pain in leg "), peripheral swelling ("swollen leg"), amnesia ("loss of memory"), aphasia ("loss of speech"), irritability ("irritability"), hyperaesthesia ("hypersensitivity to touch"), alopecia ("hair loss"), dry skin ("dryness of the skin and throat"), dry throat ("dryness of the skin and throat."), hypoaesthesia ("loss of sensitivity in the limbs"), skin discolouration ("limbs turn white in the cold") and dyspnoea ("shortness of breath") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the outcomes for fatigue, arthromyalgia, neck pain, shoulder pain, pain in extremity, peripheral swelling, amnesia, aphasia, irritability, hyperaesthesia, alopecia, dry skin, dry throat, skin discolouration, weight increased and dyspnoea were unknown. No causality assessment was received for essure with regard to fatigue, arthromyalgia, neck pain, shoulder pain, pain in extremity, peripheral swelling, amnesia, aphasia, irritability, hyperaesthesia, alopecia, dry skin, dry throat, hypoaesthesia, skin discolouration, weight increased or dyspnoea. The reporter commented: looking forward to removing the essures to finally live again. Patient¿s current status: not reported. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 86 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 23-may-2024. The most recent information was received on 30-may-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of fatigue ("fatigue") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced fatigue (seriousness criterion medically important), arthromyalgia ("joint and muscle pains"), neck pain ("pains in the neck, shoulders and arms"), shoulder pain ("pains in the neck, shoulders and arms"), pain in extremity ("pains in the neck, shoulders and arms / pain in leg "), peripheral swelling ("swollen leg"), amnesia ("loss of memory"), aphasia ("loss of speech"), irritability ("irritability"), hyperaesthesia ("hypersensitivity to touch"), alopecia ("hair loss"), dry skin ("dryness of the skin and throat"), dry throat ("dryness of the skin and throat."), hypoaesthesia ("loss of sensitivity in the limbs"), skin discolouration ("limbs turn white in the cold") and dyspnoea ("shortness of breath") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the outcomes for fatigue, arthromyalgia, neck pain, shoulder pain, pain in extremity, peripheral swelling, amnesia, aphasia, irritability, hyperaesthesia, alopecia, dry skin, dry throat, skin discolouration, weight increased and dyspnoea were unknown. No causality assessment was received for essure with regard to fatigue, arthromyalgia, neck pain, shoulder pain, pain in extremity, peripheral swelling, amnesia, aphasia, irritability, hyperaesthesia, alopecia, dry skin, dry throat, hypoaesthesia, skin discolouration, weight increased or dyspnoea. The reporter commented: looking forward to removing the essures to finally live again. Patient¿s current status: not reported. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 86 kg. Batch 13838777 is not valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-may-2024: quality safety evaluation of product technical complaint. We received not valid batch no in this case, a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.